Event description:
It was reported that the reservoir leaked past the second o ring. Customer noticed the insulin leak during filling. The o rings not malformed in package. Reservoir was in use for 1 day. Problem occurred with 5 reservoirs and fluid found in insulin pump. Blood glucose value was 201 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.